Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("migration"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), genital haemorrhage ("general abnormal bleeding") and habitual abortion ("multiple miscarriages after essure") in an adult female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective/loss. Left tube noted as patent on removal report"). The patient had a medical history of cervical dysplasia. On (B)(6) 2006, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2017. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), pregnancy with contraceptive device (seriousness criterion medically important), genital haemorrhage (seriousness criterion medically important), habitual abortion (seriousness criterion medically important), pelvic pain ("pelvic pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), migraine ("migraine"), arthralgia ("arthralgia"), fatigue ("fatigue") and discomfort ("general overall body discomfort") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). At the time of the report, the outcomes for device dislocation, pregnancy with contraceptive device, genital haemorrhage, habitual abortion, pelvic pain, heavy menstrual bleeding, abdominal pain, weight decreased, bladder disorder, urinary tract disorder, vaginal discharge, cystitis and migraine were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure (ess205) during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, arthralgia, bladder disorder, cystitis, device dislocation, discomfort, fatigue, genital haemorrhage, habitual abortion, heavy menstrual bleeding, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, vaginal discharge and weight decreased to be related to essure (ess205) administration. The reporter commented: patient received treatment for events ¿ pelvic pain , abdominal pain, general abnormal bleeding, menorrhagia (heavy menstrual bleeding), bladder problems, urinary problems, vaginal discharge, bladder infection, migraine (B)(6) 2017: pre-operative diagnosis:1.failed essure sterilization 2.desires permanent sterilization 3.menorrhagia with failed mirena iud to control bleeding. Post-operative diagnosis: 1.left tubal patency 2.menorrhagia procedures performed: 1.examination under anesthesia 2.hysteroscopy, dilation and curettage 3.bilateral laparoscopic salpingectomy 4.novasure ablation 5.removal of right essure device 6.removal of mirena iud. Specimens removed: 1.endometrial curettings 2.mirena iud 3.right essure device 4.right and left complete fallopian tube. Complications: none technique: once this was accomplished, the essure device was noted on the right to be extruding from the residual portion of the fallopian tube. It was grasped with a grasper and pulled out intact. Diagnostic results (normal ranges are provided in parenthesis if available): [imaging procedure] on (B)(6) 2007: essure confirmation test(s) (unspecified) bilateral occlusion [microscopy] (date unknown): at the left cornu, there is an approximately 2.0 cm in length x 0.1 cm in diameter intact essure coil. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-dec-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("migration"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), genital haemorrhage ("general abnormal bleeding") and habitual abortion ("multiple miscarriages after essure") in an adult female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective/loss. Left tube noted as patent on removal report"). The patient had a medical history of cervical dysplasia. On (B)(6) 2006, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2017. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), pregnancy with contraceptive device (seriousness criterion medically important), genital haemorrhage (seriousness criterion medically important), habitual abortion (seriousness criterion medically important), pelvic pain ("pelvic pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), migraine ("migraine"), arthralgia ("arthralgia"), fatigue ("fatigue") and discomfort ("general overall body discomfort") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). At the time of the report, the outcomes for device dislocation, pregnancy with contraceptive device, genital haemorrhage, habitual abortion, pelvic pain, heavy menstrual bleeding, abdominal pain, weight decreased, bladder disorder, urinary tract disorder, vaginal discharge, cystitis and migraine were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure (ess205) during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, arthralgia, bladder disorder, cystitis, device dislocation, discomfort, fatigue, genital haemorrhage, habitual abortion, heavy menstrual bleeding, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, vaginal discharge and weight decreased to be related to essure (ess205) administration. The reporter commented: patient received treatment for events ¿ pelvic pain , abdominal pain, general abnormal bleeding, menorrhagia (heavy menstrual bleeding), bladder problems, urinary problems, vaginal discharge, bladder infection, migraine. On (B)(6) 2017: pre-operative diagnosis: 1.failed essure sterilization 2.desires permanent sterilization 3.menorrhagia with failed mirena iud to control bleeding. Post-operative diagnosis: 1.left tubal patency 2.menorrhagia procedures performed: 1.examination under anesthesia 2.hysteroscopy, dilation and curettage 3.bilateral laparoscopic salpingectomy 4.novasure ablation 5.removal of right essure device 6.removal of mirena iud. Specimens removed: 1.endometrial curettings 2.mirena iud 3.right essure device 4.right and left complete fallopian tube. Complications: none. Technique: once this was accomplished, the essure device was noted on the right to be extruding from the residual portion of the fallopian tube. It was grasped with a grasper and pulled out intact. Diagnostic results (normal ranges are provided in parenthesis if available): [imaging procedure] on (B)(6) 2007: essure confirmation test(s) (unspecified) bilateral occlusion. [Microscopy] (date unknown): at the left cornu, there is an approximately 2.0 cm in length x 0.1 cm in diameter intact essure coil. Quality-safety evaluation of ptc: for essure (ess205): unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 21-nov-2022: new events arthralgia, fatigue, and general overall body discomfort were added. New medical history was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), genital haemorrhage ('general abnormal bleeding') and habitual abortion ('multiple miscarriages after essure') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/loss. Left tube noted as patent on removal report". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), habitual abortion (seriousness criterion medically significant), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection") and migraine ("migraine"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, habitual abortion, pelvic pain, menorrhagia, abdominal pain, weight decreased, bladder disorder, urinary tract disorder, vaginal discharge, cystitis and migraine outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, bladder disorder, cystitis, device dislocation, genital haemorrhage, habitual abortion, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, vaginal discharge and weight decreased to be related to essure (ess205). The reporter commented: patient received treatment for events ¿ pelvic pain , abdominal pain, general abnormal bleeding, menorrhagia (heavy menstrual bleeding), bladder problems, urinary problems, vaginal discharge, bladder infection, migraine diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- event injury updated to pregnancy (stillbirth or miscarriage).new events abdominal pain, multiple miscarriages after essure , pelvic pain, general abnormal bleeding, menorrhagia (heavy menstrual bleeding), migration, device ineffective, bladder problems, urinary problems, vaginal discharge, bladder infection, migraine, weight loss were added. New reporter, lab data were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.